Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer didn't report elevated ketones/diabetic ketoacidosis as no IV insulin was given and ER visit only.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive and had button error, and the pump had a crack. The customer reported blood glucose value of 505 mg/dl. The customer reported hyperglycemia, confusion/disorientation, fatigue, polydipsia, blurred vision, elevated ketones/diabetic ketoacidosis treated in hospital prior to going to emergency room, got IV hydration, and then injections. Other than insulin, indicate medications taken to treat diabetes: just insulin, metformin. The event involved product(s) mmt-7020a, unomedical, mmt-1780kpk, mmt-332a. Troubleshooting was performed. Customer was not using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a keypad anomaly and/or stuck button alarm. Buttons remained unresponsive after troubleshooting. No further patient complications were reported. The customer will discontinue use of the device. No product return is required for mmt-7020a. No product return is required for unomedical. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump responded properly to the button presses. Keypad unresponsive not confirmed during testing. No stuck key alarm, stuck button alarm, button error alarm, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces or on the keypad dome switches. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of 16-dec-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 55.25 units and dailytotalofbolusinsulindelivered = 55.8 units which is equal to the dailytotalofallinsulindelivered = 111.05 units. There were no auto suspend (12) alarm noted on the event date 16-dec-2024 in the pump history file. There were no user suspended alarm noted in the pump history file. Perform the history review 1 week prior to the event date 31-oct-2024 in the pump history file and found multiple lost sensor alerts on (B)(6) 2024. The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump passed the functional testing. Unable to confirm alleged high bgs. The pump responded properly to the button presses. Keypad unresponsive not confirmed during testing. Alarm-keypad/button error not confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.